Event description:
It was reported that during a da vinci assisted surgical procedure, an integrated electrosurgical unit (iesu) erbe was faulting with error c-34 while attempting to activate energy. An intuitive surgical inc., (isi) technical support engineer (tse) reviewed the system logs and confirmed multiple errors occurring on iesu. Tse inquired with customer if there was any magnetic interference in the room but, it was not the case. The issue remained unresolved after power cycling the unit as well as system. Customer stated that they had a third-party generator in the room that will be used with external foot pedals. Customer was proceeding with the case. The procedure was completing as planned with no reported injury. An isi field service engineer (fse) to follow-up.

Manufacturer narrative:
An intuitive surgical inc., (isi) field service engineer (fse) was dispatched to the site to further investigate the reported event. Fse replaced an integrated electrosurgical unit (iesu) erbe generator to resolve the reported error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and the reported failure was confirmed and reproduced when connected to a system. System logs showed erbe error: 25913 c-34, indicating that the high frequency (hf) voltage was too low in the "on" state. Visual inspection revealed no findings related to the reported event. When the erbe unit was tested on a golden system in normal mode, the c-34 error occurred on startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.